Event description:
Customer alleged discrepant blood glucose results of 357 mg/dl and 128 mg/dl when testing was performed within 10 minutes on the compact system. Customer reported no symptoms and withheld novolog based on the 128 mg/dl result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.